Event description:
The user reported that the one-way valve is leaking and allowing air into the syringe during preparation of the device. The user reported this has happened five times. No harm or injury was reported. This is one of five reports for this complaint: 1721504-2012-00015, 00016, 00017, 00018 - this report, 00019.

Manufacturer narrative:
Device evaluation: the actual device used was not returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number outside of this complaint for five devices. The user did not indicate if this was the initial use of the devices. Merit is unable to determine a root cause without the actual device. Method: actual device not evaluated. Process evaluation.